Event description:
(B)(4). I have chronic pelvic pain. I have lower back pain. I also am starting to get muscle spasms. I have migraine headaches. My cramps are painful than before. My joints are messing up. My vision is getting worse. I can't run walk jump stretch anything to with exercizes. I can't carry my youngest child! I can't lay on my sides or be on my stomach to long.